Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted on the (B)(6) they had two accidents that were small, but annoying, so they changed stimulation from 1.5 to 1.6. On (B)(6) the patient reported multiple calls to urinate, but they had no accidents. The patient stated they were called 5 times that night. The patient reduced stimulation from 1.6 to 1.3 due to tightness in the bottom/testicle area. The patient noted at 1.3 there was no tightness. On (B)(6) the patient had fair control, but still had several small accidents, nothing severe. The patient stated they had to go to the bathroom and went a little and a little wetness and had to changed underwear. On (B)(6) the patient had severe accidents and had to take all of their clothes off and shower and they increased stimulation to 1.4. On (B)(6) they had a couple of small accidents and during the night at 11 pm they had an urgent call to the bathroom. On (B)(6) at 2 am the patient had to urinate, but didn't make it to the bathroom in time, and they had to shower due to the accident. The patient increased stimulation from 1.3 to 1.4. The patient noted they experienced another hurried call to the bathroom and made it just in time. Additional information from the patient reported the cause of the sudden change was he probably needed to increase stimulation, the patient noted he only increased a tenth of a volt at a time. The patient noted that the increase helped his symptoms for a few days then they returned so he increased again then symptoms returned and he changed to another program. The patient also mentioned that they had tightening in his buttocks, and that is subsides when he decreases stimulation.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient is experiencing more frequent urination than normal. It was noted that two times he couldn't control himself and emptied his bladder right there. The patient reported currently being on program 4; he had made multiple changed on program 4 from 1.3 to 1.6. The patient reported that if he increased the stimulation he experienced tightness in the testicle/bicycle seat area. It was noted that the patient started out on program 1 after implant, then about a week later changed to program 2 then program 3 and now on program 4. The patient reported that the therapy was fine from (B)(6) 2016. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.